Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/03/2015 with the following findings: investigation revealed that the battery compartment was cracked. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 12/03/2015.